Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hypoglycemia with the symptoms like sweating and disorientation on (B)(6) 2026 and patient got treated with glucose tablets. No further information is available.